Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has exhibited intermittent shocking impedance measurements greater than 200 ohms. It is suspect in triad configuration and a boston scientific technical services consultant suggested to remove part of the system non-invasively to evaluate the system. No adverse patient effects were reported.